Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the patient experiencing foot and ankle deformity that likely was not addressed at the time of initial ankle implantation by index surgeon. The physician intents on leaving the tibial stem intact and revise talus/poly along with other soft tissue procedures, possible bony procedures to realign hindfoot and ankle. The index procedure did not address ankle varus and therefore resulted in failure and pain.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the patient experiencing foot and ankle deformity that likely was not addressed at the time of initial ankle implantation by index surgeon. The physician intents on leaving the tibial stem intact and revise talus/poly along with other soft tissue procedures, possible bony procedures to realign hindfoot and ankle. The index procedure did not address ankle varus and therefore resulted in failure and pain.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows a multimodular inbone tibial implant and a talar infinity component without signs of loosening or migration. However, the plan for the revision is described as follows: I am in the initial stages of coordinating care for this patient as a second opinion and possible revision surgery. This is complicated by the fact the patient has significant foot and ankle deformity that likely was not addressed at the time of initial ankle implantation by index surgeon. The intention is to leave tibial stem intact and revise talus/poly along with other soft tissue procedures, possible bony procedures to realign hindfoot and ankle. Proceeding with guides for both may be helpful at this time as I do not commonly utilize your products and have yet to review images for this case. This is certainly a timeframe of brainstorming and determining what is best for the patient. The intact tibial component can be confirmed. The talar component is also intact and does not show significant signs of loosening or dislocation. The revision seems to be necessary because of the described deformities which have not been addressed. There is also sign of preexisting operations as a bone channel is visible, which is very likely the result of a former ankle arthrodesis nail. The foot shows a varus of the foot and a negative meary angle with a pes planus. There is also some arthritic changes in the joints of the midfoot and the distal hindfoot visible. The reason of the revision seems therefore not device related. The reason for the revision is patient and potentially surgery related as these findings have not been addressed in the index procedure. Based on investigation the failure is due to patient related factor and potentially surgery related as these findings have not been addressed in the index procedure therefore not due to device related reasons. If device is returned or any further information is provided, the investigation report will be reassessed.